Manufacturer narrative:
The slx f2 unit is owned by facility. Although the event, occurred in 2007, karl storz was not notified until 08; no eval was performed directly as a result of the incident. Scheduled preventative maintenance and repairs were performed both prior and post the incident date. Svc records show that routine preventative maintenance was performed 5 times in yr 05; 3 times in 06; 3 times in 07. Here is info drawn from 2006/2007 svc reports both before and after event date: in 2006 - upgraded inductive sensors and performed scheduled pm. No issues noted. In 2007 - conducted scheduled pm svc. No issues noted. In 2007 - 1.53 software revision installed (added additional functions). Replaced old segment cover with newer version. No issues noted. The companies states 85db (a) as the threshold. Sound levels emitted from this product are well below this standard.